Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet pump displayed a gray, unresponsive screen and did not recover after charging or a forced reboot, and a replacement was arranged. Symptoms included no alerts or alarms and no reported effects on blood glucose. Outcomes included the user being advised on shutdown procedures, continuation of cgm monitoring via the dexcom app or receiver, and education on start-up requirements for the replacement device. Investigation included remote troubleshooting and user education. Investigation of the returned device revealed a device display malfunction consistent with a screen or user interface failure that prevented normal operation.